Event description:
The following has been reported: nurse reported: "blood would not flow through the cassette, and the cassette would not be accepted by the pump. No sample available. Patient harm: no. 04/29/2026- customer reported: customer does not have any other information related to this report. They have not heard of any other reports recently of missing gold foil, so would assume the gold foil was intact. A preliminary review identified the following issue: unable to prime. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.